Event description:
The customer stated that (B)(6) architect anti-hbc ii result of (B)(6) was generated for a donor patient. The following architect anti-hbc ii results were generated for the same donor: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
This report is being filed on an international product (catalog #08l44) that has a similar product distributed in the u.s. (Catalog #06l22). A retained file reagent of the complaint lot was tested and all values met specifications. The results were in the typical range and no outlier and no (B)(6) results were identified. In addition, the clinical sensitivity was evaluated by testing one commercially available seroconversion panel with a retained kit of lot number 19628li00. The seroconversion panel results were compared with data provided by the manufacturer for this seroconversion panel on the assay. Reagent lot 19628li00 detected the same bleed as (B)(6) as the data provided by the manufacturer. Results of this testing did not implicate that the performance of the lot is negatively impacted. Historical complaint searches determined that there is no atypical complaint activity for the likely cause lot. No adverse trends and no nonstatistical trends were identified for the complaint issue. Based on this data, the product is performing as intended and no product issues were identified. Additionally, the performance was investigated by completing a review of manufacturing and testing records for the architect hbcore ii reagent lot 19628li00. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. Review of the product labeling concluded that the issue is sufficiently addressed. Based on this evaluation, it was determined that architect anti-hbc ii reagent, list number 8l44-35, lot number 19628li00 is performing acceptably.